Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced severe pain at the pocket site that radiated to the patient¿s right hip. It was stated that the implantable neurostimulator (ins) turned on and off by itself and caused ¿very high shocks.¿ the patient¿s doctor was reportedly going to explant. Additional information received reported that the patient experienced acute pain. The patient had a revision on (B)(6) 2013, due to the sharp pain at the pocket site that the patient had since one month after implant. It was stated that the device pocket was very sensitive.

Manufacturer narrative:
(B)(4).